Manufacturer narrative:
Date rec¿d by MFR : 05aug2019, date of report : 07aug2019. MFR. Report #:2031642-2019-05421 is a duplicate of an event previously reported under MFR. Report #:2031642-2019-03522. Any additional information will be submitted under the initially reported MFR. Report #:2031642-2019-03522. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05aug19. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the flow sensor assembly and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the unit would not go into standby mode. There was no patient involvement.